Event description:
Caller reported an issue with insulin gauge displaying a different amount than expected, indicating a discrepancy greater than 30 units. Despite the difference, there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through steps to fill and load a new cartridge, including employing room temperature insulin and removing air properly, resulting in a successful resolution with an updated fill estimate. Further assistance was escalated for additional support to ensure the cartridge loading process was completed effectively.